Event description:
It was reported to philips that the device had a blower temperature alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) reviewed the event log and was not able to confirm any alarm codes. The customer ran the unit for an extended period of time and could not duplicate the reported issue. The unit passed performance verification testing (pvt). The customer was provided the part ID for the blower in case the issue reoccurs.